Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device will not be returned for evaluation as the implant coil was remained in the patient. An analysis of the actual sample could not be performed and the root cause of this complaint could not be determined. (B)(4).

Event description:
It was reported from (B)(6) that the coil was unable to detach with two v-grip controllers. The physician decided to retrieve the coil; however, the coil got stretched in vessel during removal. The physician detached the implant coil to wall of the vessel with a solitaire stent.no patient injury was reported with this event.